Manufacturer narrative:
Age at time of event: under 18 years. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The indication of the procedure was coarctation of the aorta. The 95% stenosed, 12x40mm target lesion was not tortuous or calcified. Vascular access was obtained via right femoral artery. A 12.0x40 135cm mustang balloon catheter was advanced with significant resistance encountered. After inflation up to 22atm for 2 seconds, the balloon will not deflate. Multiple efforts were made and a lot of difficulty was felt. The balloon was not completely deflated while withdrawing from the guide catheter. The procedure was completed with a different device. No patient complications were reported.